Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the da vinci system did not recognize the monopolar curved scissors instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of the da vinci system did not recognize the instrument. There was no trouble found. The instrument was placed on an in-house da vinci system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The scissors opened and closed properly and passed a latex cut test. Functional performance testing did not find any issues. Failure analysis investigation also found the following additional damages: the instrument's main tube was cracked and had a small fissure in the axial direction, located directly below the tube reinforcement ring. In addition, the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.